Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# unknown, implanted: (B)(6) 2013, product type: programmer, patient . Product ID: 387445, lot# va09g24, product type: screening device. Product ID: 387445, lot# va09g24, product type: screening device. Product ID: 355531, lot# n382602, product type: screening device. (B)(4).

Event description:
It was reported that the patient was experiencing acute pain following a trial lead placement on (B)(6)2013. It was noted that the patient saw their doctor on (B)(6) 2013 to see if the leads had shifted. It was further reported that the leads had slightly shifted but were in the bounds of the specifications. The pain was reportedly in the patient¿s left side hip and was ¿intolerable.¿ it was also noted that the stimulator has given relief to his back as it was intended to but ¿with the current left side developing is currently taking over everything.¿ it was further noted the patient was on antibiotics and that the patient developed a ringing in the ears because of the antibiotics. The patient reportedly changed programs and turned the device off but it did not help with the patient¿s symptoms. (B)(6) 2013 e1a (rep): it was later reported that fluoroscopy showed leads dorsal and impedances were normal as of (B)(6) 2013. It was noted that no malfunctions were identified. It was noted that the patient elected to continue trial based on the relief from their chronic pain. However, it was then noted that the patient elected to go to the office on (B)(6) 2013 for removal of the leads. The patient reportedly had resolution of the new pain upon lead removal and the physician and the patient elected not to proceed to implant.